Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not state if this incident occured on a patient. Customer advocacy has asked for this information but the customer has yet to respond. The customer has not stated if the device is available for evaluation. (B)(4).

Event description:
The customer stated that the unit is alarming "vent inop, motor fault, circuit fault, low pip, low mv, and xdcr fault."